Event description:
It was reported that catheter stuck in stent occurred. The 90% stenosed 30mm x 3.0mm target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. After placement of a non-boston scientific, intravascular ultrasound was performed. The opticross hd exit port got stuck on a stent strut but the catheter was released after moving it to the distal side and was able to be removed without problem. The procedure was completed with another of the same device. The patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: the unit returned has the telescope kinked. The female telescope tubing was observed kinked. No other visual damages were encountered upon visual inspection. The guidewire exitport and tip were in good condition.

Event description:
It was reported that catheter stuck in stent occurred. The 90% stenosed 30mm x 3.0mm target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. After placement of a non-boston scientific, intravascular ultrasound was performed. The opticross hd exit port got stuck on a stent strut but the catheter was released after moving it to the distal side and was able to be removed without problem. The procedure was completed with another of the same device. The patient condition was stable.